Event description:
It was reported that there was a lead warning for high impedance on both the atrial and ventricular leads. Patient also mentioned that the pocket post generator change a few days prior had significant swelling. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.